Event description:
It was reported that device entrapment occurred. The chronic totally occluded target lesion was located in the distal right coronary artery and contained high grade calcium. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, the device became crimped on the wire and could not move either forward or backward. The device was removed intact from the patient with the wire. The wire was wrapped around itself and the catheter was noted to be kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient fully recovered.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the telescope assembly, kinks in the imaging window assembly, and the tip stuck on the floppy end of the guidewire.

Event description:
It was reported that device entrapment occurred. The chronic totally occluded target lesion was located in the distal right coronary artery and contained high grade calcium. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, the device became crimped on the wire and could not move either forward or backward. The device was removed intact from the patient with the wire. The wire was wrapped around itself and the catheter was noted to be kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient fully recovered.